Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 542 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 315 mg/dl. Troubleshooting found that the drive support cap was normal and the pump settings are correct. A button error alarm and a no delivery alarm were reported by the customer. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found slight corroded keypad traces. No button error alarm during our testing. However, the insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and a21 error test. The insulin pump passed all operating currents tested with in the spec range and passed off no power test. The insulin pump was tested with a water fill test reservoir, several boluses were programmed and delivered, and units left at display properly and match units left at test reservoir. No delivery alarm noted. The insulin pump was received with cracked reservoir tube lip noted.